Manufacturer narrative:
The device was not available for evaluation. During a distal radius case, the tip of a t8 driver broke. It was not removed and remains in the screw head post-operatively. Due to limited inforation received and being unable to evaluate the device due to it not being returned, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a distal radius case, an anthem t8 driver broke at the tip which remains in the screw head post operatively.